Manufacturer narrative:
The service rep could not duplicate. C-arm fluoros in normal and hlf modes. Unit works as intended.

Event description:
During a procedure, the hlf quit working. User did not reboot the system and check it.